Event description:
It was reported that the patient presented for in-clinic follow-up with the implantable cardioverter-defibrillator in backup operation, possibly due to event queue overflow. The device was successfully restored with the programmed settings. The patient was in stable before, during and after the device was restored.